Event description:
Resident uses and was in place, quality care type iii alarm/lap buddy. Resident removed lap buddy and alarm device failed to alert staff. Batteries were changed after incident and device still failed to activate. Was purchased in mar 2001 and has been used one month.